Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's pacer output was not adjustable and the ma (output) would change when the ppm (rate) button was pressed. Complainant indicated that there was no patient involvement in the reported malfunction.